Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that the customer has been experiencing leakages at the female luer due to a crack. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of leakages at the female luer due to a crack was confirmed. Visual inspection identified a hairline crack to the female luer of the 30203e set; fluid was observed to be leaking from the crack. Pressure testing of the sample confirmed the customer¿s report as fluid was observed to be leaking from the female luer component of the set. The root cause of the crack is unknown.